Event description:
It was reported by the patient that following his sling implant procedure, he continues to experience incontinence, and uses pads. The patient has a follow up appointment scheduled to discuss his incontinence symptom. There were no additional patient complications reported.